Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir was not able to lock in place when inserted into the insulin pump. Customer¿s blood glucose was unknown. Customer stated that drive came off, screen was completely broke and the reservoir was also busted out completely. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.